Event description:
Customer reports being hospitalized in 2003, was in hospital for one week. Customer was admitted for high blood glucose of 1100, and had high blood glucose levels for a few days before being admitted. No troubleshooting was performed since pump was lost more then one year ago.